Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
As reported in a clinical investigation, the subject reported posterior medial tendonitis. The subject received an air brace and physical therapy. Adverse event onset was about 8 months post-op of a star in his right ankle on (B)(6) 2017. Event recovered on (B)(6) 2018.

Manufacturer narrative:
The reported event that sliding core, uhmpwe, 6m (sterile packaged) was alleged of issue k-110 (adverse impact on patient / patient related / iatrogenic issue) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Based on the available information, no relation could be established between the device and the reported event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported in a clinical investigation, the subject reported posterior medial tendonitis. The subject received an air brace and physical therapy. Adverse event onset was about 8 months post-op of a star in his right ankle on (B)(6) 2017. Event recovered on (B)(6) 2018.